Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that post port placement, the catheter allegedly detached from the chamber with migration. The procedure was completed using another implantable chamber. The patient's current status was unknown.

Event description:
It was reported that post port placement, the catheter allegedly disconnected from the chamber. It was further reported that the device allegedly migrated. The procedure was completed using another implantable chamber. The patient's current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one titanium low profile powerport attached to a catheter segment were received. Visual, microscopic visual, functional, tactile and dimensional evaluation were performed on the returned device. The investigation is confirmed for the identified catheter fracture, material separation issues as a complete circumferential break on the catheter was noted once the cath-lock was removed and the edge of the catheter appeared uneven. The investigation is also confirmed for the identified component misassembled by user issue as the cath-lock was engaged in the reverse orientation on the catheter and the port stem. Further the investigation is unconfirmed for the reported disconnection issue as a part of the broken catheter was found attached to the port stem. However, the investigation is inconclusive for the reported migration as sufficient information is not available to confirm the issue and the reported event cannot be replicated in the lab. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2024), g3, h6 (device, result). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port placement, the catheter allegedly disconnected from the chamber. It was further reported that the device allegedly migrated. The procedure was completed using another implantable chamber. The patient's current status was unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot.investigation summary: one titanium low profile powerport attached to a catheter segment were received. Visual, microscopic visual, functional, tactile and dimensional evaluation were performed on the returned device. The investigation is confirmed for the reported disconnection and the identified catheter fracture, material separation as a complete circumferential break on the catheter was noted once the cath-lock was removed and the edge of the catheter appeared jagged. The cath-lock which was found to be extremely loose and was disengaged with ease from the port stem. However, the investigation is inconclusive for the reported migration as enough information is not available to confirm the issue and the reported event cannot be replicated in the lab. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.¿warning: do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off, as it may result in port system failure.¿¿this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off.¿¿signs of pinch-offclinical:¿ difficulty with blood withdrawal.¿ resistance to infusion of fluids.¿ patient position changes required for infusion of fluids or blood withdrawalradiologic:¿ grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as follows¿¿preventing pinch-offthe risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection.if you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿h10: d4 (expiry date: 02/2024), g3.h11: b5, h6(device, method, result, conclusion).h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.